Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the abrupt shutdown is confirmed. The power supply is defective as it will short out the scanner (turns it off) when wiggling the ac input. The root cause of the reported failure is use related damage. A history review of the serial number review is not possible; as no serial number has been provided.

Event description:
Observation found during evaluation of original file 2378740: the power supply is defective as it will short out the scanner (turns it off) when wiggling the ac input.